Manufacturer narrative:
Per manufacturer evaluation findings: based on our initial investigation: by reviewing the similar complaint there is no indication for an increase/ trend of the reported issue. Customer complaint detected: yes; during test operation, the device "froze" without warning and operation was no longer possible. After switching off and on again, the device worked again. No relevant fault entries are recorded in the device's fault memory. Defects found: front unit defective ("freezes" sporadically, no operation of the device possible anymore). Conclusion and root cause determination: front panel module defective. Electronics defect.

Event description:
Customer reported that three times during one case and two times during another the generator just stopped working. The touch screen was frozen and was not responsive and the foot pedal did not activate the generator. System was shut down and restarted; it worked and then froze again. The procedure was completed using a backup generator. There was no negative patient impact. This report represents the first of the two cases.

Manufacturer narrative:
The device was returned and will be forwarded to the manufacturing site in germany for evaluation. This event is filed under internal complaint ID (B)(4).